Event description:
This pt underwent a left total knee in 1992. Pt has had increasing pain since that time. Pt has had steroid injection x 2 without relief from pain. Pt was admitted for a revision of the left total knee. Intraoperatively the femoral and patellar components were found too loose as well as medial migration of the patellar component. The femoral component was removed and replaced.